Event description:
The patient reported that, after their pump was put in, they got a staph infection and it was taken out again. It needed to be cleared up before another pump could be put in. The medication used within the system was unknown.

Manufacturer narrative:
Product ID: 8835 lot# serial# (B)(4), product type programmer, patient product ID: 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).